Event description:
It was reported that an empty intrivia container (250 ml) leaked. The patient was connected to the device at the facility. The next day the patient called the nurse because the device was observed to be leaking onto the patients clothes. The nurse instructed the patient to stop the infusion. The patient then returned to the outpatient center. The nurse said that the leak was from "where you inject the normal saline into the bag, it looked like it was coming apart." The solution did not come into contact with the patient¿s skin. There was no patient injury, medical intervention or adverse event associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If additional relevant information is obtained, then a follow-up MDR will be submitted.